Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 483-525 mg/dl. Elevated blood glucose was addressed with a manual injection. During system check with tandem technical support, the root cause could not be determined because customer declined to load a new cartridge. Customer changed pump supplies and was able to resume insulin delivery, but ultimately reverted to an alternate method of insulin therapy.